Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during the implant procedure of the associated pg, difficulty was experienced repositioning this right atrial (ra) lead to obtain good threshold measurements. Once leads were connected to the device, testing was completed, and the results indicated there was a microdislodgement. The threshold was reported as being 2.7 volts. The physician elected to close the pocket, and follow the lead threshold measurements over the next few days. A repositioning procedure may be performed within the near future. There were no adverse patient effects reported.